Event description:
The user reported pain with and without using the audio processor, sometimes lasting for days afterwards. The user received a new audio processor in (B)(6) 2016 after having been a non-user for 2 years. The clinician indicated that the recipient likely is not using the external devices very often and is an unreliable reporter. An integrity test was scheduled but was cancelled by the recipient. The recipient did not re-schedule the appointment. The clinic requested an explant kit for a planned explantation. The user requested explantation of the device which took place on (B)(6) 2021. This refers to report 9710014-2010-00295. Please refer to this report for further information.